Manufacturer narrative:
No sample has been returned for evaluation for the report of hemorrhage in retina and chorioretinal folds; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Review of the system data in the parent complaint confirmed that the patient had a yag procedure before device surgery was performed. The yag procedure left the patient with some narrow angle. The root cause is use error due to the product instructions for use (IFU) not being properly followed, product labeling indicates the system is not approved for patients with angle closure glaucoma. (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a myopic shift in a patient who was implanted with the glaucoma filtration device. The patient had chorioretinal folds and small hemorrhages in the retina at post op week 3. This file is for the right eye (od). Additional information was requested.